Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department (ed) after a persistent low flow alarm that lasted greater than 12 minutes. Upon arrival it was discovered that the patient's pump was actually off, with a left-ventricular assist device (lvad) fault alarm. The patient's international normalized ratio (inr) at the time was 3. The patient's inr was previously 1.2-1.3 from (B)(6) 2025 and then increased to 4.4 on (B)(6) 2025. Anticoagulation therapy was complicated by the patient's heparin-induced thrombocytopenia (hit), and there were no recent changes to any pump parameters. The patient went into cardiogenic shock and required a right heart catheterization (rhc) and epinephrine drip for inotropic support, and a pump exchange was considered, but not performed. An echocardiogram (echo) was performed, and the patient had an ejection fraction (ef) of 35%, and their right ventricle (rv) had moderate dysfunction. It was reported that the patient had no history of rv dysfunction prior to lvad implant, but the customer did not believe that a device issue caused or contributed to the rv dysfunction. The pump was not restarted due to concern for thrombus and showering. The patient was transferred to the intensive care unit (ICU) and inotropes were initiated, and their ef had decreased to 30%. The plan of care for the patient was unclear, as it was unclear whether the patient was a candidate for pump exchange given their hit and left ventricle (lv) geometry. Log files were submitted for review and the event log was full of lvad internal fault events on (B)(6) 2025, and there were recorded pump temperatures up to 66 degrees celsius (c). Rotor displacement and some bearing over temperature issues along with other associated alarm types were also occurring, suggesting there could have been something ingested into the pump, or other unknown reasons for the rotor issues. Possible thrombus was suggested by the log files but could not be confirmed without device explanation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported device malfunction was confirmed via the submitted log files; however, a specific cause for the reported device malfunction could not be conclusively determined as the pump remains implanted. The report of suspected thrombus could not be confirmed as the pump remains implanted, and no images were submitted for review. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis and right heart failure, that may be associated with the use of the heartmate 3 lvas. Additionally, section 1 states ¿the heartmate 3 left ventricular assist system is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. This section also addresses all pump parameters, including pump speed and flow. Section 4 of the IFU, ¿heartmate touch communication system¿, describes the pump flow display and the hazard alarms. It also explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿, discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 6 also provides the recommended anticoagulation regimen, including international normalized ratio range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describes alarm conditions, as well as the appropriate actions associated with them. Section 8 of the patient handbook, "handling emergencies", lists examples of emergencies and what actions to take, including when the pump has stopped. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.